Manufacturer narrative:
(B)(4) date sent: 5/1/2025 d4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that three weeks post op of a sleeve gastrectomy procedure that the patient developed a leak along the staple line. Surgeon put in a stent and admitted the patient into the hospital for observation. Patient status is stable.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025 attempts are being made to obtain the following information. To date, a response has not been received. Should further details be received, a supplemental report will be submitted. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number? What color cartridge was used? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?.

Manufacturer narrative:
(B)(4) date sent: 10/6/2025. Additional information was requested and the following was obtained: what were the indications for surgery? Morbid obesity what surgical procedure was performed? Laparoscopic vertical sleeve gastrectomy did the patient receive any preoperative chemotherapy or radiation? No what is the product code of the device that was utilized in the surgery? Unknown what is the lot/batch number? Unknown what color cartridge was used? All blues and then last load was white (where the leak occurred) were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Myself, the attending surgeon. Used it all throughout training and practice. Did the healthcare professional wait 15 seconds after closing the device before firing? Yes were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? No were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No what color reloads were used and what was the sequence of the firings? All blue loads were used with staple line reinforcers except for the last one that was a white load was a leak test performed? If so, what type and what was the result? Yes, with intraoperative egd and stomach submerged in water. There was no leak seen. Was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? 3 weeks how was the leak identified? Patient presented to ed with abdominal pain, tachycardia and a CT scan showing a large fluid collection next to the sleeve. Was seen in clinic a week before without any symptoms what was observed at the site of the leak upon reoperation? The leak was seen with egd done with advanced gi how was the leak addressed? The leak was closed in 2 layers endoscopically and stent was placed over it. An ir drain was also placed to drain the collection. Patient was initially kept npo with tpn and then slowly advanced to liquids then solids. What is the current status of the patient? No more leak, doing well and losing weight appropriately.